Manufacturer narrative:
Additional information: d6a, d6b, d9, g3, h3, h6 the complaint allegation was confirmed. One unpackaged ar-9501-11cpc, arthrex univers revers stem batch 19.02982, was received for evaluation. Visual inspection revealed that the returned stem exhibited scratches and dents. A possible fragment of screw threading was observed in one of the connector holes. Evaluation of another hole showed signs of cross-threading on the internal threads. A functional test cannot be performed due to the damage. The most likely cause of the reported failure is related to a patient-specific event. Directions for use dfu-0189-EU-01-eo - univers revers¿ shoulder prosthesis system j. Adverse effects 8. Loosening of the implant as a result of changed conditions in load transfer, respectively, fatigue wear and breakage of the cement bed and/or tissue reaction to the implant. Loosening is frequently a consequence of one or several of the above listed risk conditions, but can also be caused by inadequate anchoring technique (see below). 10. Bone fractures as a result of one-sided overload or weakened bone substance. M. Precautions 3. Patient weight. An overweight patient may present additional risk. 4. Extreme stress or strain resulting from work or sport related activity. 5. Patients with increased risk of fractures due to repeated strain or trauma, or medical conditions that increase the patient's risk for trauma, including falls.

Event description:
It was reported that the invers shoulder prothesis was initially implanted on (B)(6) 2020. A crash on (B)(6) 2020, caused a periprosthetic fracture, which was treated conservatively. The fracture subsequently healed. The last images taken on (B)(6) 2022, showed that the implant was in the correct position. The x-rays taken on (B)(6) 2025, showed a fracture between the cup and the shaft. The implant was removed on (B)(6) 2025.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.